Event description:
Surgeon noticed pt had a small burn on his nose. Surgeon didn't recall touching pt's nose with cautery tip and thought the burn might have been from a hole in the cautery tip sheath. Product visually showed no signs of being defective.